Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. (B)(4).

Event description:
The review of the national joint replacement registry of the (B)(6) orthopedic association revealed a star ankle revision surgeries due to instability.